Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 27-sep-2017 from a nurse (patient). This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency can't walk/ can't go on steps, can't put weight down on left knee, can't bend knee forward to back or rotate/ can't get up or down, swelling was bad/ left knee was two times as big as the other knee, experienced a lot of pain and had no improvement after the injection (device ineffective). Also the doctor did not take the fluid out before injection (off label use). No concomitant medications and concurrent conditions were reported. Patient had received synvisc one injection a year ago and did not have a reaction and never had any problems or issues in the past. It was reported that the last injection patient received, there was some fluid build up and the doctor aspirated knee and removed the fluid from knee before injection. Patient's knee was swollen on one side. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, batch/lot and expiration date not provided) for left osteoarthritis. It was reported that the doctor was in a rush and did not take the fluid out and just injected the synvisc-one (off label use). Patient did not had a lot of pain the first day, but since then it had been horrible (latency: unknown). On an unspecified date in 2017, after unknown latency, patient can't put weight down on left knee, can't bend it forward to back or rotate, could not get up or down and could not walk. Patient could not go on steps and when turned over in bed patient wanted to scream. On an unspecified date in (B)(6) 2017, after unknown latency, the swelling was bad and patient's left knee was two times as big as the other knee. It was reported that the patient was 4 days out from the injection and had no improvement (device ineffective). Patient had permanent damage done to knee and could not walk. Patient used crutches and had a lot of difficulty getting around. Also reported that the patient had been resting and icing it but it did not help. Something was wrong with what was injected this time compared to the last injections patient had received. Corrective treatment: icing; rest for swelling is bad/ left knee is two times as big as the other knee and lot of pain; crutches for can't walk/ can't go on steps and not reported for can't put weight down on left knee and can't bend knee forward to back or rotate/ can't get up or down outcome: not recovered for can't walk/ can't go on steps, can't put weight down on left knee, can't bend knee forward to back or rotate/ can't get up or down, swelling is bad/ left knee is two times as big as the other knee, lot of pain a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for can't walk/ can't go on steps additional information was received on 05-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 5-oct-2017: this case concerns a patient who received treatment with synvisc one injection and was not able to walk. Although event onset and product start date is not available, temporal relationship cannot be established and however causal role of suspect product in occurrence of the event cannot be denied completely. However, due to lack of information regarding medical history, concomitant medications and past rugs precludes complete medical assessment of the case.

Event description:
This case is cross referred with the cases 2017sa186978, 2017sa186979 and 2017sa186980 (cluster). This unsolicited case from united states was received on 27-sep-2017 from a nurse (patient). This case concerns a (b)6) female patient who received treatment with synvisc one injection and after unknown latency can't walk/ can't go on steps, can't put weight down on left knee, can't bend knee forward to back or rotate/ can't get up or down, swelling was bad/ left knee was two times as big as the other knee, experienced a lot of pain and had no improvement after the injection (device ineffective). Also the doctor did not take the fluid out before injection (off label use). No concomitant medications and concurrent conditions were reported. Patient had received synvisc one injection a year ago and did not have a reaction and never had any problems or issues in the past. It was reported that the last injection patient received, there was some fluid build up and the doctor aspirated knee and removed the fluid from knee before injection. Patient's knee was swollen on one side. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, batch/lot and expiration date not provided) for left osteoarthritis. It was reported that the doctor was in a rush and did not take the fluid out and just injected the synvisc-one (off label use). Patient did not had a lot of pain the first day, but since then it had been horrible (latency: unknown). On an unspecified date in (B)(6) 2017, after unknown latency, patient can't put weight down on left knee, can't bend it forward to back or rotate, could not get up or down and could not walk. Patient could not go on steps and when turned over in bed patient wanted to scream. On an unspecified date in (B)(6) 2017, after unknown latency, the swelling was bad and patient's left knee was two times as big as the other knee. It was reported that the patient was 4 days out from the injection and had no improvement (device ineffective). Patient had permanent damage done to knee and could not walk. Patient used crutches and had a lot of difficulty getting around. Also reported that the patient had been resting and icing it but it did not help. Something was wrong with what was injected this time compared to the last injections patient had received. Corrective treatment: icing; rest for swelling is bad/ left knee is two times as big as the other knee and lot of pain; crutches for can't walk/ can't go on steps and not reported for can't put weight down on left knee and can't bend knee forward to back or rotate/ can't get up or down outcome: not recovered for can't walk/ can't go on steps, can't put weight down on left knee, can't bend knee forward to back or rotate/ can't get up or down, swelling is bad/ left knee is two times as big as the other knee, lot of pain. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for can't walk/ can't go on steps. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one injection and was not able to walk. Although event onset and product start date is not available, temporal relationship cannot be established and however causal role of suspect product in occurrence of the event cannot be denied completely. However, due to lack of information regarding medical history, concomitant medications and past rugs precludes complete medical assessment of the case.